Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Pump received with broken battery tube threads.

Event description:
It was reported that the reservoir part of insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of incident. The insulin pump will be returned for analysis.